Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer's report of leaking at the lower fitment was confirmed. Visual inspection of the set revealed a tear in the silicone segment atop the edge of the lower fitment, measuring approximately 0.07 inches long. No crush marks or tool marks were observed around the lower fitment. Functional and pressure testing confirmed leaking from the observed damage. The cause was identified as a tear in the silicone segment. The cause of the tear is unknown.

Event description:
The customer reported that during an infusion of bicarb, the pump module alarmed for air-in-line. The clinician replaced the tubing and noticed leaking at the lower fitment. There was no report of patient harm.